Manufacturer narrative:
H10: complaints database review didn't identify any similar event. Through follow-up communication, it was confirmed that the customer wanted to test the strasbourg chlorhexidine protocol and saw white foam that crystallized and blocked the device outlets. Based on the above information, root cause of the reported issue was the new protocol (use of alcoholic chlorhexidine instead of hydrogen peroxide) that was introduced by customer.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heating problem with patient circuit of a 3t heater cooler. There is no report of any patient injury. According to provided information, at the end of a cec, when the circuit was dismantled and the water circuit drained, crystals were found in the 3t heater cooler and the crystals were blocking the flow of water. After the cec, the hospital team performed a complete rinse and disinfection of the 3t heater cooler. Since then, the 3t heater cooler is performing as expected. Based on information provided, a new cleaning protocol had been introduced in the hospital in collaboration with the hospital hygiene unit. The customer protocol is using alcoholic chlorhexidine (strasbourg and montpellier protocol) instead of hydrogen peroxide.